Manufacturer narrative:
.

Event description:
End user states her batteries are no longer taking a charge. End user states the power chair was sitting for a couple of years without use. End user states she has been stranded and has had to push the power chair home. End user stated she ran over her toe do to pushing the power chair and due to straining it caused her to have spinal fluid and blood coming out of her nose. End user stated she has a diagnosis of arnold chiari malformation.